Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a patient in (B)(6) who was receiving morphine (concentration 20mg/ml, dose 4.6 mg/day) via an implantable pump. They were unable to obtain the implant date. The patient was underdosed and got withdrawal symptoms, it was unknown as to what led or contributed to the issue. Diagnostics/troubleshooting/interventions/actions were performed; the pump was interrogated and checked with the n'vision (programmer). The pump was working flawlessly without any issues. The physician could aspirate fluid out of the catheter via the catheter-access-port. After the aspiration of the catheter, the catheter was irrigated again with a priming bolus so that the therapy was not interrupted for longer than 30minutes. The physician increased the daily dose of the drug by 15 percent. The patient was driven to the next hospital for monitoring. It was noted that surgical intervention was to occur; the catheter would be explanted and replaced. At the time of this report, it was un known as to whether the issue was resolved and patient status was alive - no injury

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2016-may-23 indicated that the serial number of the pump and lot number of the catheter was unknown. The explant date was (B)(6) 2016. The patient started experiencing underdose and withdrawal symptoms on the night of (B)(6) 2016. It was noted that the catheter would not be returned for analysis. The physician stated that during surgery, he saw that the catheter tip slipped out of the epidural space because it was not fixed anymore. The physician explanted the catheter and implanted a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.